Manufacturer narrative:
Evaluation codes: results: product was received in a locked position. Lead anchor was exercised in the locked and unlocked position and it functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2011-05040. Reference MFR. Report#: 1627487-2011-05041. Reference MFR. Report#: 1627487-2011-05042.